Manufacturer narrative:
Section d10. Device available for evaluation?: yes. Returned to manufacturer on: 10/21/2020. Section h3. Device returned to manufacturer?: yes. Device evaluation: the complaint lens was received in an opened outer pouch with notes written on. Patient stickers and additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in pieces (not all pieces received), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaint received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date of onset of myopia is unknown, not provided. Best estimate is between (B)(6) 2020 - (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s left eye due to myopia. It was replaced with a model zxt150, 18.0 diopter lens. No other information was provided.